Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: adsr03, serial# (B)(4), implanted: (B)(6) 2015. (B)(4)

Event description:
It was reported that approximately six weeks post implant of the implantable pulse generator (ipg) and the medicated envelope, the patient felt pain over the device pocket and the area over the device site was pink. The patient was seen in the clinic and had a low grade temperature. The patient was started on antibiotics and the device remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.